Manufacturer narrative:
Result: siderail, siderail panels, siderail weldments.

Event description:
It was reported by service report that the patient left and right foot siderails have been broken and will not latch in the up position. It was further reported the siderail weldments were broken and there were sharp edges, and that the siderail panels were damaged. There was patient involvement, however no adverse consequences are reported.